Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "alarms not functional." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and found that the root cause was a defective pc board, which was replaced.